Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The customer reloaded the cartridge, but received another minimum fill notification. The customer then loaded a new cartridge and completed the load process successfully. The customer's blood glucose level was reported as the customer did not check their bg level.